Event description:
It was reported that during a gastric bypass procedure would cut but stapled partially. At the beginning of the intervention, the device stapled and cut then got blocked. The issue happened with the initial cartridge. No unexpected noise heard. The device was checked after the incident out of the patient and an unexpected resistance was felt. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, the device fully cut the target tissue and only deployed the staples half-way (incomplete staple line)? Did the device start to cut and deploy staples and then stop (partial fire)? During which stroke did the event occur? What color cartridge was being used? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.